Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, it was confirmed that the malfunction alarm had been cleared, and insulin delivery was resumed successfully. Customer's blood glucose (bg) level was 586 mg/dl. The customer addressed their bg with a manual injection.